Event description:
Customer reported that the battery of this colleague infusion pump would not hold a charge. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.